Event description:
It was reported that a patient underwent a uneventful endometrial thermal ablation in 2008. The patient seemed to do fine and went to another state for vacation and was admitted to the hospital on three days later after complaining of dizziness, ringing in the ears, nearly passing out, and abdominal pain. There was no pelvic pain. The patient was seen by an infectious disease physician and was diagnosed with endometritis. The patient had no fever, chills, elevated wbc of 22,000, 85% neutrophils with negative urinalysis. Ultrasound found moderate free pelvic fluid with thickened endometrium and possible endometritis or hemorrhage. A limited CT scan showed pelvic fluid. The patient was treated with rocephin and flagyl and her white blood cell count went down to 10,000. The patient left and was admitted and treated with intravenous antibiotics. CT scan was limited due to allergy to contrast agent with results of gastric distention noted. Pelvic ultrasound found fluid distended the endometrial canal in the fundus. All cultures of blood, vagina, and urine were negative.

Manufacturer narrative:
No conclusion can be drawn at this time should additional information be obtained, a supplemental 3500a form will be submitted accordingly.